Event description:
The patient was revised because of tray subsidence which loosened, the insert had pitting and some delamination and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening and pitting/delamination without the products to examine. It was noted the patient had an extremely active lifestyle. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.